Manufacturer narrative:
The patient's exact age is unknown. However, it was noted that they were (B)(6). The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The reported complaint of no energy getting to the device was confirmed. Visual inspection of the returned injection gold probe device found several kinks along the catheter; the unit extends and retracts without any difficult in spite of the kinks presented. Electrical tests were performed, and the device failed one of the tests. An x-ray performed to the device showed an open circuit, as one of the copper wires was found detached from the body connector. The root cause of the reported failure is attributed to a manufacturing issue. Further investigation of this issue is ongoing. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during a colonoscopy procedure to treat a bleed within the colon. According to the complainant, there was no energy getting to the device while attempting cautery within the patient. A second injection gold probe device was used with the same generator setup, and the procedure was able to be completed. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during a colonoscopy procedure to treat a bleed within the colon. According to the complainant, there was no energy getting to the device while attempting cautery within the patient. A second injection gold probe device was used with the same generator setup, and the procedure was able to be completed. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.